Manufacturer narrative:
The reported event of high pacing lead impedance, failure to capture and damaged electrode were not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture, high pacing impedance and damage. The right ventricular lead was removed and replaced. The patient was in stable condition.